Manufacturer narrative:
The customer report of an over infusion of heparin was not confirmed or replicated. Physical inspection of the device confirmed that a carefusion membrane frame was installed and no damage or other issues were observed. Review of the pcu event logs confirmed that heparin was programmed to infuse at a rate of 7.5ml/hr. The infusion began at 2:13 pm and ran for approximately 56 minutes and then was powered off by the user. The primary volume infused for the 56 minute infusion was calculated to be 6.982ml. Rate accuracy testing was performed; the device was found to be in specification. During testing there were no periods of unregulated flow observed. The root cause of the customer¿s report of an over infusion of heparin was not determined.

Event description:
The customer reported that a heparin infusion 7.5ml/hour started at 1400 and the user filled burette with 15mls and at 1430 the infusion was infusing with no problems. At 1500 the nurse noted the burette chamber was empty and there was 12 inches of air noted in the IV set below the device. There was lab work drawn due to the event and there were no changes in lab levels. The user setup a new IV set and new pump module and the infusion continued.